Event description:
During installation, and prior to usage, the field rep. Installed a power supply to the power distriburion cabinet (pdc), powered it up and left the area for approximately 3-4 minutes. When field tech returned, flames were visible at the power supply. Flames were extinguished and power supply was replaced. Proper operation was confirmed. No pt involvement, site under installation, no pts present.